Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2019. On (B)(6) 2019, this patient was diagnosed with a conjunctival bleb in the implanted eye. Patient was prescribed a medication treatment plan. On (B)(6) 2019, imaging was performed and the patient was diagnosed with a sclerotomy leak. On (B)(6) 2019, patient underwent revision surgery during which the sclerotomy site was sutured closed after replacing a loose sclerotomy suture, a tendon was sutured on top of the sclerotomy, tutopatch was replaced, and gas was injected into the vitreous. On (B)(6) 2019, it was reported that intraocular pressure was 4-5 mmhg and a choroidal detachment was present in the implanted eye. On (B)(6) 2019, the patient underwent a second revision surgery during which a fluid-gas exchange was performed in the implanted eye. There was no defect or malfunction of the device associated with this event.